Event description:
It was reported that the pruitt f3 carotid shunt balloon ruptured during a carotid endarterectomy procedure. The issue was detected due to the balloon leaking and was clamped to address it. No injury was reported to the patient. Note: this is report 2 of 2 related to the second event/device. Report 1220948-2024-00205 was submitted for the first device/event.

Manufacturer narrative:
The device was discarded and not returned for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. Note: this is report 2 of 2 related to the second event/device. Report 1220948-2024-00205 was submitted for the first device/event.